Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. The patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4) same patient as (B)(4). A review of all batch record documents for potentially associated lots h13a20027 and h13b17021 was performed, and no issues were noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).